Event description:
The pump was returned for multiple loss of prime warnings. Evaluation revealed a damaged force sensor assembly. This report is being made based on results of evaluation.

Manufacturer narrative:
Correction number: 2531779-03/24/2010/003-r. This report is made based on results of investigation completed on 06/14/2011. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that "loss of prime warnings" had occurred which could not be duplicated during testing. Evaluation revealed a damaged force sensor assembly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.